Manufacturer narrative:
Device identifier: (B)(4). The pattie/stirp was returned for evaluation: device history record (DHR) - there is no indication that the production process may have contributed to this complaint. Failure analysis - the pattie/strip unit was inspected using the unaided eye. There was a pattie present with the string missing, the remaining 9 patties all had attached strings. The returned unit was found to work as intended, and met all acceptance criteria. Remaining patties were pull tested and all patties met specifications for the pull test. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Manufacturer narrative:
Device identifier: (B)(4). The device was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A nurse reported the surgical patty tore right off of the radiopaque strip when counting. This happened with patties from 2 packs. No patient contact / injury was reported.